Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation.

Event description:
A customer from the united states alleged the benchmark ultra instrument was showing temperature too low errors on slide drawer 22 and noticed a small amount of smoke come out of it. The customer observed evidence of charring/burning to the cell bus printed circuit board (pcb) for slide 22. No harm or injury alleged.

Manufacturer narrative:
Investigation concluded that the service action resolved the issue. Updated and replaced the device, evaluation method and evaluation result and conclusion codes.

Manufacturer narrative:
Further investigation is needed to determine the root cause(s) of the alleged issue. No harm alleged. The pcba cell bus was replaced and the instrument is working as intended. Device code updated to sparking. Component code was added as well as eval method, result and conclusion codes.